Manufacturer narrative:
Device evaluated by manufacturer - received product consisted of a quantum maverick balloon catheter with the product mandrel and bi-tube inside the carrier tube, product pouch and product carton with no other devices. Visual, microscopic and tactile inspections were performed. There were two hypotube kinks located 43cm and 94.5cm from the edge of the strain relief. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during unpacking for a percutaneous coronary intervention, a shaft break occurred. Access was obtained via the radial artery. The 98% stenosed denovo target lesion being treated was located in the severely tortuous and eccentric left anterior descending (lad). The lesion was 12mm long and the vessel diameter was 3.5mm. During the procedure, the physician wanted to use a 3.5x12mm quantum maverick balloon for predilation. When the physician opened the package, it was realized that a shaft break had occurred. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during unpacking for a percutaneous coronary intervention, a shaft break occurred. Access was obtained via the radial artery. The 98% stenosed denovo target lesion being treated was located in the severely tortuous and eccentric left anterior descending (lad). The lesion was 12mm long and the vessel diameter was 3.5mm. During the procedure, the physician wanted to use a 3.5x12mm quantum maverick balloon for predilation. When the physician opened the package, it was realized that a shaft break had occurred. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is stable.